Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the customer was treated at home for low blood glucose levels. Blood glucose levels are unknown. The customer stated that the low blood levels were caused by the insulin taking affect sooner than the carbs he eats. Furthermore, the customer is legally blind so he could not give the serial number of the insulin pump. The customer said that the cal errors were due to wearing the sensor past the 6th day. No further information was provided.